Event description:
While attempting to open the wheelchair, the end user injured her finger when it became caught between the seat tube and the frame. Surgical intervention was required.

Manufacturer narrative:
A family member was attempting to open the wheelchair and placed her fingers around the seat tubes. She pushed down on the seat and her finger was caught between the seat tube and the frame. She lost the pad of a finger tip and suffered a finger fracture that required surgical repair. This device was part of a field correction action that took place in (B)(4) 2008. Our records indicate the notification and replacement upholstery was sent to this facility on (B)(4) 2008. They did not return the completed response form to us indicating they complied with replacing the upholstery back as instructed by the field corrective action. A follow up letter was sent in (B)(4) 2008 asking the facility to replace the upholstery back and return the response form. When they did not respond to this, a call was placed to the facility and the response form was resent on (B)(4) 2008. It was not returned to us. The facility was called again in (B)(4) 2008. Upon notification of this incident, we questioned the facility about the field corrective action and were told the chair had the original upholstery and that it had not been replaced. The sample has not been returned for evaluation.